Manufacturer narrative:
Unable to perform the displacement test due to missing retainer ring. The unit was received with a broken reservoir tube lip and missing reservoir tube o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the o-ring on the reservoir compartment fell out. The insulin pump was not bumped or dropped. The customer's blood glucose level was 180 mg/dl. The device was returned for analysis.